Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive with a large spiderweb crack after the patient dropped the pump, and the device was no longer watertight or fully functional; the patient could only select a meal announcement, data transmission to the app stopped in the evening, and a replacement was arranged. Symptoms included hyperglycemia with a reported fingerstick blood glucose of 457 mg/dl and a cgm value of 365 mg/dl. Outcomes included interruption of automated insulin dosing via the ilet and the need to transition to backup therapy, with the patient advised to continue cgm monitoring using the dexcom app or receiver and to contact their clinician regarding short-acting insulin dosing. Investigation included review of patient-provided video and photos and case documentation. Investigation of this case revealed mechanical damage to the touchscreen consistent with user-induced impact, resulting in loss of touch input and loss of water ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to accidental drop, not a manufacturing or design defect.